Event description:
The user facility reported that the device ball tip broke off during a procedure. There was no patient injury reported and the procedure was not extended. It was reported that the ball tip was possibly retrieved from the patient using suction, but it was not able to be confirmed.